Event description:
It was reported that the patient experienced palpitations. X-rays concluded that the lead had dislodged, so it was repositioned. Two days later the patient again complained of palpitations. The lead had dislodged again. Therefore, it was replaced.

Manufacturer narrative:
No medwatch form was received.